Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had pulled back and dislodged. The lead exhibited high thresholds and was unable to capture at max output. These lead issues led to the patient experiencing bradycardia. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.